Manufacturer narrative:
The patient was reported to have multiple health and mental health conditions to include chronic pain, polyarthralgia, transient ischemic attacks related to hypoglycemic episodes, gout, post-traumatic stress disorder, obsessive-compulsive disorder and a recent weight loss of 30 pounds. The patient was also reported to be taking several medications to include morphine, hydrochlorthiazide, loratadine, diphenhydramine, propranolol and imitrex injections.

Manufacturer narrative:
The reporter (va hospital healthcare provider) contacted animas on (B)(4) 2013 by sending an additional email reporting that the patient was in the emergency room with the diagnosis of diabetic ketoacidosis due to not receiving any insulin. No measurement of the patient's blood glucose level was provided. No information was available regarding inpatient vs. Outpatient status. No information was provided regarding the use of a backup plan. Animas customer technical support made several attempts to contact the patient in follow up, but was not successful in reaching the patient. No contact information for the reporter is available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (va hospital healthcare provider) contacted animas on (B)(4) 2013 by email reporting that the patient had been in the emergency room twice (no dates provided) due to mental health issues and hypoglycemia and the patient had discontinued insulin pump therapy on her own. No measurement of the patient's blood glucose level was provided. No information was available regarding inpatient vs. Outpatient status. No information was provided regarding the use of a backup plan. Patient was noted to be using an animas loaner pump as noted by animas inside sales on (B)(4) 2013. Animas customer technical support made several attempts to contact the patient in follow up, but was not successful in reaching the patient. No contact information for the reporter is available. This complaint is being reported because the patient reportedly experienced low blood glucose and was seen in the emergency room while on insulin pump therapy.